Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus delivery was not completed because the customer stopped the bolus to shower. Reportedly, the customer thought that stopping all deliveries when showering then resuming when done, would also resume delivery of the bolus. Customer reported that blood glucose level was impacted (245 mg/dl) and treated with the pump. During troubleshooting with tandem technical support, the customer understood that resuming deliveries will only resume the basal in the active profile.